Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening on posterior, opening on valve and white calcification in the shell. Leak test and microscopic analysis was performed which identified: striated opening on posterior and crack opening on valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.